Event description:
Accu check spirit insulin pump does not give any advance notice of a low battery as all other pumps do, the battery just dies out suddenly. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: type 1 diabetes.